Event description:
Ventilator failed during operation, went inoperative and alarmed.this problem occurred in 4 different ventilators with a total of 6 bdu replacements. The time between initial purchase and failures is as follows:vent 1 11 months vent 2 27 months (subsequent failure: 4 months)vent 3 26 months (subsequent failure: 4 months) vent 4 15 months ====================== manufacturer response for ventilator, 840======================manufacturer service engineer responded and replaced bdu cpu breath delivery unit central processing unit and exhalation valve. The manufacturer has provided no communication as to the root cause.